Manufacturer narrative:
H11. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of stenosis was unable to be confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Moderate host tissue overgrowth encroached onto the leaflet and into the orifice at the greatest distance of approximately 6mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Blood residues were visible above host tissue. Sewing ring was cut off around leaflet 3. Cut off sewing ring fragment was returned with valve. Suture threads remained attached to the sewing ring. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Event description:
Edwards received notification that a valve model 11500a19 was explanted from aortic position after an implant duration of one (1) year and four (4) months due to stenosis. As reported, three months before reintervention the valve gradient started increasing and the patient presented with symptoms of shortness of breath (velocity 5m/s, gradient 100m peak gradient, valve area index 0.5). A 23mm surgical valve was implanted in replacement with root enlargement. As reported, patient was noted as to be discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.